Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm end cap was loose and leaked the following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2024 23:00 the patient was seen in the emergency surgery department with abdominal pain and bleeding for half an hour as a result of trauma, and a 20g indwelling needle was used to open three venous accesses for the patient, one of which was used to inject iodine contrast for the patient during a cta of the mesenteric artery.during the arterial cta, the heparin cap of the indwelling needle burst open and the injection of iodine contrast agent failed.the patient was given a new heparin cap and a new iodinated contrast agent, and the iodinated contrast agent was injected again.on the way to do another contrast injection, the doctor complained that a small amount of contrast had already been injected into the patient's body, and continued to inject it.the quality of the indwelling needle in this incident was problematic, which delayed the patient's examination time, delayed his condition, and delayed the patient's emergency surgery, and caused the patient to be injected with too much iodine contrast agent, which created a burden for the patient's body.therefore, the adverse event was reported.attachment

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review lot#4016760. 1-the products of this batch were assembled at intima ii auto line 4 in february 2024, and packaged at r240 package line and cfs package line in february 2024. Work order quantity was 99,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for functional testing: 45psi leakage test. No leakage is found, and no abnormality is found at the prn. Please see the attached test report. 4. The prn can withstand the pressure of 45psi during use. If the pressure is greater than 45psi, the prn may be damaged. 5. Sku#383012 is an intima ii product, which has not been declared to be used for high-pressure injection. The intended use for the bd intima ii product is the intravascular administration of fluids. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high pressure injection, the root cause of the sudden bursting of the prn cannot be confirmed to be related to the production.

Event description:
** Information provided by customer. 12/09/2024. 1)what was the pressure setting on the powered injector used? -300psi. 2)does the heparin cap burst was caused as a result of the high pressure injection? -yes. 3)what was the root cause of the leakage? -the indwelling needle is a non-high-pressure resistant specification, and high-pressure injection leads to leakage. 4)was the high pressure syringe used? -not. 5)where does the leakage occurred particularly? -the heparin cap pops open. 6)kindly provide the physical/picture/video sample if available -not. 7)was there any patient impact? -yes, there is an increased dose of contrast medium, which delays the operation.